Event description:
Country of complaint: (B)(6). Component unstable: the screws were fixed in the pedicle screws: however, the rods moved out. The (3) item sw790t lot numbers: 52087081 / 52080619 / 52035336.

Manufacturer narrative:
Manufacturing site evaluation: (B)(4). Manufacturing date 25.11.2014. All involved components were received for investigation. The implants arrived in a decontaminated status (see fig1-attachments). The date of the revision is unknown. Additionally, x- ray and CT pictures (immediately after implantation and just before revision surgery). The (B)(4) and all other received products were in a used but proper condition. A visual inspection of the set screws was completed (microscope keyence vhx-600, optic vh-z00r). The first screw (lot 52080619) exhibited damage on the hexagon, caused by a improperly inserted key. (Fig,4). The underside exhibited typical indications of wear associated with an improperly tightened screw, respectively a screw that was tightened over incorrectly placed rod (fig. 5). The next screw (lot 52033536) exhibited a proper hexagon (fig. 6), but the underside exhibited suspect wear (fig. 7). The third screw (fig.8, lot 52087081-a) exhibited a damaged hexagon and suspect wear (fig. 9). Screw number four (fig.10, lot 52087081-b) had minor damage of the hexagon and unusual wear (fig.11). It appears that the set screws applied force onto the rods while being screwed down. The circular disposed stripes on the underside of screw two and four (red arrows) are indications a moving rod during the backing out of the screw. For comparison a picture of the underside of a correctly tightened set screw is provided (fig. 12). During review of the CT- pictures it is clearly visible, that both rods where applied tilted (fig. 13-15). This indicates that the rod was not correctly pushed down (flush with the ground of the head of the screw), so the prescribed torque was met, although the rod is not in the correct position. Fig. 16 shows the consequence of a tilted applied rod: the rod was positioned on the edge of the screw head. The whole force was applied on the edge and deformed it. Fig. 17 is a magnification of the bent edge. On the rods are score marks, caused by slipping over the edge of the pedicle screws (fig. 18). There are no dents visible, which indicates proper tightening. On the other rod there is one dent which could have been caused by tightening with a set screw ( yellow circle fig. 19). The other dents on the rod are most likely caused from the bending tool (red circles fig 19). Review of the device quality and manufacturing history records of the batches (B)(4) was completed. The quality records as well as the production documents comply with OEM specification and do not present any discrepancy. No other similar incidents have been reported regarding these batches. In this case the problem is user related. Because there is no deviation to any product specification, there is no corrective or preventivie action necessary.

Manufacturer narrative:
Eval on-going at manufacturing site.